Event description:
Materials manager reports one microbore y-type catheter extension set in which leaking was detected at the luer lock adaptor. Patient started to bleed when the connection came apart. No pt injury has been reported at this time. No additional patient information is available at this time. Samples are available for evaluation.